Event description:
Pt demonstrated almost complete volar subluxation of the lunate implant on preoperative tomography, impingement of the scaphoid in the scaphoid fossa, and proximal migration of the carpal capitate. At surgery, implant was intact, but had an egg-yellow color and was much softer than normal. Findings consistent with possible silicone synovitis.